Event description:
In 2005, the lay patient contacted lifescan alleging that her one touch ultra smart meter was reading inaccurately erratic. The patient obtained results of 99, 138, 152, 143, and 151 mg/dl on the reported meter within 10 minutes of each other. The pt received no medical attention at the time of concern. The customer care agent (cca) walked the pt through two consecutive control solution tests which fell outside of the specified control solution range. The meter, test strips, and control solution were replaced.